Manufacturer narrative:
H3, h6: one spinalogic (item number 01-207-0007, serial number (B)(6)) was returned for evaluation. Full treatment was ran at test station with magnetometer. The observed results were found within specifications. While running 30 minute battery treatment, device performed as expected. The manufacturer could not duplicate the reported event, no failure was identified. Review of production records found no issues that would be related to the reported problem.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "began producing (kidney) stones. They were so bad he had to have cysto, lithotripsy and a stint. [Sic] he then got a dvt (deep vein thrombosis)." The patient "has to have more treatments for a stone growing in the other kidney since both kidney could not be treated at the same time. [Sic] patient's wife "feels it caused him to have 18 kidney stones." The patient has discontinued use of the device. No further information is currently available.